Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died due sepsis secondary to a chronic driveline infection. It was noted that the patient was not a cardiac transplant candidate. No autopsy was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented to the clinic for a follow up visit for pseudomonas bacteremia and driveline infection. The patient had prolonged antibiotic treatment. The driveline site was without drainage. Approximately one month later, the patient complained of fatigue and had no interest in eating or drinking and purulent drainage from the driveline site. During a follow up visit, it was noted that the drainage around the driveline site was consistent and similar in character and size. The patient was afebrile and denied fever or chills. The patient remained on antibiotics. Approximately 6 weeks later, the patient¿s health status declined, and the patient had difficulty ambulating. Hospice care was initiated, and the patient passed away. The patient was a participant in the vad destination therapy trial improved blood pressure management clinical study.